Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the rep was unsure as to what the root cause was and/or contributing factors were. It was reported the patient had there replacement today (B)(6) 2017. It was a straight forward replacement and "all is good". No further information was reported.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that a patient has an alleged overdischarge. The rep stated that she worked with a patient making three attempts to running a physician recharge mode (prm) on the battery, but were not able to get it to communicate. The rep stated that they tried to use antenna locate (al) to get a good position prior to starting the prm process. The caller wanted to know how likely it would be too able to pull it out of overdischarge with more charging. It was reviewed the considerations and the possibility of a flipped battery. The caller will follow up with the md. The caller stated that the md may do a procedure to replace the battery next friday. No further complications were reported. No additional patient symptoms were reported.